Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("left essure coil had apparently fallen out") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, device expulsion and abdominal pain outcome was unknown. The reporter considered abdominal pain, device expulsion, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.